Event description:
Complainant alleges "we have had two quality issues with 216704 needle, in two cases the needle broke. I have one of the defective products in my hand, it is lot 238110.". Note that his report is for the second instance of the needle breaking.

Manufacturer narrative:
The actual device is not available for evaluation. The model number and lot number were provided, but no pictures have been provided. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Manufacturer narrative:
The actual device is not available for evaluation, and no pictures were provided of the broken device. The complaint cannot be confirmed. However, based on the information we have, the needle broke at the eye portion and this is typically indicative of the customer holding it with the needle clamp near the eye portion. The instructions state that in order to avoid breakage, the needle must be clamped at the flat portion of the needle and not near the eye or ends of the needle. The most likely root cause is user error, for not following the instructions on proper use of needle clamps with the needle. If any additional relevant information is identified, it will be submitted in a supplemental report.